Manufacturer narrative:
On march 12, 2026, the mentor failure analysis lab has received the device for evaluation. On march 19, 2026, the evaluation for the device was completed. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old asian female patient underwent a primary breast augmentation with two 300cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade unknown) post-operatively. The patient reported double capsule and the breast being malpositioned. It was also reported that the patient experienced bilateral breast mass, and bilateral soft tissue necrosis. The patient has had history of having fat injection to the breasts. The patient underwent explantation on (B)(6) 2026 and replaced with a 375cc mentor memorygel breast implant on the left and a 400cc mentor memorygel breast implant on the right. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, breast mass, soft tissue necrosis, and device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).